Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incidents occurred in (B)(6). Within the article, it is stated that only 14% of 57 hospitals systematically followed the manufacturer maintenance recommendations, and this dropped to 7% for the new measures issued by livanova in 2015 (i.e. Increase in the frequency of water replacement and disinfection of the water circuit). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Through literature review livanova became aware of an article stating that 88 heater-cooler system 3t devices were found to be contaminated with mycobacterium avium complex. An unspecified number of the collected samples turned out to be positive for mycobacterium chimaera. There is no known patient involvement.